Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was reported that the front casters were rubbing causing a noise when the system was being moved. The manufacturer representative (rep) tightened the front two screws and performed a system checkout and a drive test, the system was working as designed and no noises were heard. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was making a weird noise when driving. When the manufacturer representative (rep) adjusted the caster screws the system was not making noise anymore. No patient was present at the time of the event.

Manufacturer narrative:
The x-stage cover was returned to the manufacturer for evaluation. After a visual/physical examination the reported issue was confirmed. The cover failed the visual inspection due to the cover having a dent on top which caused the noise when driving. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was making a weird noise when driving. When the manufacturer representative (rep) adjusted the caster screws the system was not making noise anymore. No patient was present at the time of the event.

Manufacturer narrative:
This is a correction for the supplemental that was filed. The casepart analysis was completed on 23-oct-2018. Which is the aware date of the supplemental report that was filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was making a weird noise when driving. When the manufacturer representative (rep) adjusted the caster screws the system was not making noise anymore. No patient was present at the time of the event.